Event description:
Patient reported that cadd legacy pump alarming high pressure. After checking line, had patient replace tubing, alarm stopped. No patient injury reported.

Event description:
Patient reported that cadd legacy pump alarming high pressure. After checking line, had patient replace tubing, alarm stopped. No patient injury reported.